Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred in the aortic valve. The implantable pulse generator (ipg) system was explanted and replaced. It was later reported that both of the epicardial left ventricular (lv) leads exhibited high thresholds. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.